Event description:
While drilling, the thread of the drill bit appeared to be unraveling. The item is being returned for further investigation.

Manufacturer narrative:
Device investigation in process but not yet complete.